Event description:
It was reported that the patient was unhappy with the device only lasting 2.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products : 4076, implantable pacing lead, (B)(6) 2008. A 4196, implantable pacing lead, (B)(6) 2011. (B)(4).